Manufacturer narrative:
Additional information was added: the device was manufactured from july 12, 2018 - july 14, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused during a patient infusion. The reporter stated that after the therapy was finished, about 25mls of solution remained in the device. The device had been filled with 240ml normal saline and 4.5g fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.